Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer¿s father reported via phone call that his son was hospitalized due to high blood glucose on (B)(6) 2018 with blood glucose of 400 mg/dl. The current blood glucose was unknown. The customer¿s son experienced the symptoms such as vomiting all day. Troubleshooting was done for high blood glucose and under delivery. The customer was wearing the insulin pump during the hospitalization. The insulin pump will not be returned for analysis.